Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment procedure was being performed when the issue occurred and was completed after replacing the fuse, with a delay of less than 20 minutes. Customer reported to philips that the system displayed emergency button activated alert. The review of system log files showed emergency button activated alert and cause as power issue. As part of troubleshooting, the philips remote service engineer (rse) along with customer checked all emergency buttons and found no button was activated, then checked fuses in the m cabinet and found damaged fuse f21. To resolve the issue, the rse instructed the customer on replacing the fuse. After replacing the fuse, the system functional tests were performed, and the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed an alert that the emergency stop was active, preventing a full system boot. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.